Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 248 mg/dl. She retested using another meter and received a reading of 70 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter were to be returned for evaluation, but only the meter was received. Replacement products were sent to the customer.